Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It appears that the prostyle device needles were deployed through the non-abbott device sheath. This interaction can occur due to multiple access sites. This interaction would subsequently contribute to the reported difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a multi-access venous closure of the right common femoral vein using a prostyle device after a trial atrial fibrillation ablation interventional procedure using an 8f sheath. Reportedly, the distal end of the prostyle sheath became entrapped/entangled with a separate non-abbott procedural sheath in another access site. The device and sheath were removed, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.